Event description:
Since (B)(6) 2024, around the time they enabled the iwatch to receive direct readings, I have had a failure rate of over 70% with the dexcom g7 cgm resulting in serious insulin dosage issues in either treating a false high or falsely reported low. I am finding that the results have become inaccurate the sensors failing completely and having to revert back to finger sticks before all insulin doses. I have been using the dexcom cgm for years and have never experienced issues as I am currently having. There is currently either a serious manufacturing issue or a software issue has with this product please investigate before someone is seriously hurt or worse. Sensor shows urgent low and reading of 40 finger stick shows glucose of 220. The device consistently stops working after 5 days; it is not uncommon for the device to be 20 to 30 points different from a finger stick. In order to get a replacement dexcom requests the failed product be returned to them hence making it unavailable for other testing.